Event description:
It was reported that images on the monitor are jumping around. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the faulty monitor. System operates as intended.